Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low and high blood glucose level. Customer¿s blood glucose was 40 to 60 mg/dl at the time of incident. The customer treated high blood glucose with juice. Customer experienced symptom such as mental confusion. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer¿s report customer does not allege over delivery. The customer was wearing the insulin pump when high blood glucose event was reported. Customer performed self-test and insulin pump alarmed 2 and 3 units delivered. Customer does not use auto mode. The insulin pump will not be returned for analysis.